Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it locked-up while attempting to power on and, as a result, would not be able to defibrillate if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.